Event description:
Knee pain/movements painful (knee) [arthralgia]. Effusion [joint effusion]. Case description: a spontaneous report rec'd on (B)(6) 2010 from the hcp of a (B)(6) old pt (gender not provided) with a history of osteoarthritis of the knee, initials (B)(4) who experienced knee pain and effusion after starting synvisc-one. According to the hcp, the pt rec'd an injection of synvisc-one on (B)(6) 2010. The pt developed knee pain after the synvisc-one injection on (B)(6) 2010. Again on (B)(6) 2010, there was a flare up of the pain. On (B)(6) 2010, the pt had an effusion. The pt had a 30 degree flexion of the knee and all movements were painful. The pt was given anti-inflammatory and had knee arthroscopy on (B)(6) 2010. In the opinion of the hcp, the adverse events were "moderate" in intensity and "definitely" related to the use of synvisc-one. No action was taken in regards with usage of synvisc-one in the pt. The hcp reported that the pt had "recovered with sequelae", the sequelae being "some pain". There are some parts on the hcp's written report that were illegible, clarification has been requested. On (B)(6) 2010, additional information was rec'd in the form of qa results without a lot number. The product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.